Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. Promus element ous, mr 2.75 x 12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found struts pulled, distorted and misaligned in proximal direction. The stent moved 2mm in proximal direction on the balloon, crimp markings evident on exposed balloon body indicating direct contact between the crimped stent and balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 10x27.5mm, eccentric, de novo target lesion containing lesion bend of greater than equal to 90 degrees lesion was located in the severely tortuous and mildly calcified left anterior descending (lad) artery. After predilation, a 2.75x12mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and moved on the balloon.